Manufacturer narrative:
Evaluation of the customer issue included complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Abbott link world wide data was used to evaluate product historical performance field data. Patient data from (B)(6) 2017 to (B)(6) 2018 was analyzed and compared to an established control limit. The evaluation indicated that the complaint lot patient median result was within the established control limits and performance was comparable to other lots in the field. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed multiple falsely elevated intact parathyroid hormone (pth) results while using architect intact pth reagents. The patients are dialysis patients and are tested monthly. The following data was provided. (B)(6) (tested (B)(6) 2018) 496 pg/ml. Previous result ((B)(6) tested (B)(6) 2018) was lower, 346 pg/ml. The patient was given medication, hectorol (2 mcg IV) due to the falsely elevated may result. (B)(6) (tested (B)(6) 2018) 486 pg/ml. Previous result ((B)(6) tested (B)(6) 2018) was lower, 182 pg/ml. Hectorol IV medication for the patient was increased from 5 mcg to 6 mcg due to the falsely elevated may result. No adverse impact to patients was reported.